Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting right ventricular (rv) loss of capture (loc). Technical services (ts) recommended evaluating thresholds in the clinic. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting right ventricular (rv) loss of capture (loc). Technical services (ts) recommended evaluating thresholds in the clinic. This rv lead remains in service. No adverse patient effects were reported. At a later date, it was reported this crt-d system was exhibiting rv loc. Ts discussed the device programming and the device was reprogrammed, with capture of the rv confirmed. This rv lead remains in service. No adverse patient effects were reported.